Event description:
The patient had a ventriculostomy catheter to be removed at the bedside by the neurosurgeon. When the catheter was removed, it was noted that a segment had broken off and was retained. The surgeon attempted retrieval without success. The pt was taken to surgery the following day for removal of the retained catheter segment and placement of ventricular-peritoneal shunt. A section of catheter measuring 2.6 cm was removed.